Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Uneventful device explant due to ongoing gerd on (B)(6) 2016. Device found in correct position/geometry. Patient underwent a nissen fundoplication immediately after device explant.